Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent revision procedure wherein the ipg was moved deeper. The patient was doing well post operatively.